Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unspecified antibiotics, unspecified fluid therapy and cephalosporin (dose, frequency and route not reported). Approximately two weeks after onset of the peritonitis, the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved and the patient was recovered. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date ¿around (B)(6) 2015¿ the patient experienced peritonitis. Additional information on (B)(6) 2015, the patient was discharged from the hospital. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.